Event description:
It was reported during an initial implant of an aveir leadless pacemaker, the helix had caught on some tissue and became deformed. The device was removed and replaced without issue. The patient was stable.

Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.